Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). There is no 510k because this product is sold under a different product code in the us. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The problem is related to ghv gentamicin (high viscosity antibiotic bone cement). The exterior box of the component was correctly closed. The second bag was also correctly closed and sterile. The third bag was not correctly closed at one side and all the powder was lost.

Manufacturer narrative:
On examination of the returned sample, the powder bag has split along the side manufacturer seal. The pictures (com-(B)(4)) show that the gap in the powder bag seal is approximately 40mm in length. It is positioned between the folds that would be made to fit the pouch into the outer foil protective layer. The powder bags will have been 100% inspected during the filling and sealing process, so it would appear that the seal has breached after being filled. The dfmea, dva-107020-fde rev 5 has been reviewed and it gives reference to open seals, on line 91 (occurrence 1, risk 3, bar). This type of paper/ polyethylene packaging is currently part of an update by the manufacturer to a different grade of paper - kraft grid kg511 and kg0811 to be replaced with kg-9411. Moc-095 (2d barcoding project) will also affect this product in the future when the sealing method will change for primary pouches. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The problem is related to ghv gentamicin (high viscosity antibiotic bone cement). The exterior box of the component was correctly closed. The second bag was also correctly closed and sterile. The third bag was not correctly closed at one side and all the powder was lost.